Event description:
A (B)(6) male patient contacted zoll customer support for a non-reportable event. During the servicing of the patient's monitor, a reportable event was discovered. The monitor failed incoming testing. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation, there was corrosion on the auxiliary board. The cause of the test failure is damage to the auxiliary board. The cause of the damage to the auxiliary board is corrosion. The root cause of the corrosion cannot be positively identified but is likely liquid ingress. No adverse event resulted from the damaged auxiliary board. The patient received a replacement monitor.